Event description:
The account alleged that the head hi/low was drifting down, this was a slow drift over several hours. No pt impact.

Manufacturer narrative:
The account swapped the hi/low up and down valves and the issue returned. Tech support suggested the account swap the emergency trendelenburg valve. The account found the head hydraulic hose was pushed up against the emergency trendelenburg linkage. The account properly rerouted the head hydraulic hose away from the emergency trendelenburg linkage to resolve this issue.